Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the lead was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
The patient presented to the hospital after receiving a vibratory alert. Upon interrogation, noise resulting in oversensing was observed on the right ventricular (rv) lead. During lead replacement, damage was visually observed on the rv lead. The rv lead was explanted and replaced to resolve the event and the patient was in stable condition.